Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging the pump would stop delivering insulin when there was 15 units of insulin remaining in the cartridge. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may effect insulin delivery function.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-may-2018 with the following findings: during investigation there was a blank display due to cracked damaged display screen. Unable to adequately investigate complaint due to inability to run pump due to blank display.